Manufacturer narrative:
Full event site name: (B)(4). Event site postal code: (B)(6). This event occurred on the japanese market with a transray 40cc iab, which is a significantly similar device to sensation or 40cc which is sold in the us. For d4: di number has been used for sensation 40cc (B)(4), which is sold in the USA. Provided d4 lot number, d4 expiration date, and h4 device manufacture date corresponding to transray device involved in the event, which is not available in USA. The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that during insertion of the intra-aortic balloon (iab), the iab broke inside the blood vessel. Another iab was able to be inserted and iabp therapy continued. The balloon membrane bent inside the vessel, and the inner lumen and guidewire broke. There was no vascular perforation due to the broken catheter. There was no patient injury or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).

Event description:
N/a.